Event description:
Event description guidant received information that the patient received two shocks from this implantable cardioverter defibrillator (ICD) and associated subcutaneous array defibrillation leads within a few days and following the delivery of the shocks, the device began to emit tones. Upon interrogation, there was an error code indicating that a shorted lead condition had occurred. The patient stated that he has received shocks from the device in the past and that the recent shocks did not feel as strong.